Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgeon tried to insert the drill bit 1.8 mm from the end of the variable angle drill sleeve 2.4 during the procedure. During drilling the bone, excessive force was applied because the surgeon passed the drill bit through the sleeve hole at the hand side only, not passing through sleeve hole at the plate side. The surgeon could not remove the drill bit using by pliers (and other tools). The drill bit was broken by pliers and the broken piece of the drill bit had been discarded. The surgery was extended for 3 minutes. No adverse consequence to the patient was reported. This complaint involves 1 part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the complained drill bit was not returned but the drill sleeve used with the complained device was returned. The complained issue (drill bit not passing through sleeve hole at the plate side) could not be confirmed based on the provided investigation. Reported failure was not replicable by checking the dimensions or checking with a gauge. The returned product looks visually correct. Markings are according to drawing and easy to read. The drill guide subcomponents were investigated since it is not clear which one was used during the complaint issue; the handle was not involved. Device history records were reviewed for the final product 03.110.000 and the two components 60028874 / 60028875 were reviewed; no deviations or irregularities were found which could lead to the complaint condition. It was found that all used (B)(4) material fulfilled the specifications. All dimensions, related to the complaint description as a failure source where checked, and there were no deviations found. The instrument and components meet the specifications required. No deviations were found. To check the drill sleeve a gauge with the maximal diameter/upper specification limit for the drill bit was used for the test; the coaxial tip and the variable angle tip were tested and passed. Based on the results of the investigation the complaint is rated as not confirmed since the claimed failure was not replicable by checking the dimensions or checking with a gauge. The complaint is rated as not valid, since there were found no deviations to the specifications. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.